Event description:
Product code ag730 (7mmod x 30cm length) collagen graft was implanted into patient's left forearm for dialysis purposes. Artery to vein. After the implant, excellent flow was indicated until the blood hit a specific graft location (labeled a) on the doctor's sketch. The doctor considered a blockage of some sort, which he called a "web" within the inner lumen. After confirming no blood flow at site "a" the graft was opened and the described "web material" was excised". The graft was re-closed with 7-0 proline suture. The doctor found that there was still no blood flow past sketch "b" in his description. Doctor and staff inspected for kinks or other blood flow issues. The sketches are in artegraft's MDR file. After several attempts to make the graft perform properly, the original graft was explanted and replaced with an eptfe graft. (Unk supplier). On (B)(6) 2006 pt seems to be doing well. No significant graft issues. On (B)(6) 2006 pt seems to be doing well. No on-going significant graft issues.

Manufacturer narrative:
Review of recent complaint/MDR records do not reflect any similar trending, indicating a process or design issue at this time. Review of the batch record in question does not indicate any specific process or testing issues which may lead to further investigations at this time, artegraft does review complaint trending for similar types of problems and issues on a periodic basis. This will continue.